Event description:
Physician reported adverse event as "rupture of the right implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, an extended opening on the posterior side, and red particles. A visual and microscopic analysis were performed which identified three sharp breaks on the posterior side. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis the final assessment is three sharp broken on the posterior due to an unidentified tear opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported adverse event as "rupture of the right implant." Device has been explanted.